Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer cannot get the air bubble out of the reservoir and started over and customer pump was in suspend. The customer stated that instead of twisting the plunger rod out of the 2nd reservoir she pulled on it and wasted all her insulin. No harm requiring medical intervention was reported. The device will not be returned for analysis.